Manufacturer narrative:
(B)(4). The status of the device was not provided. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified coronary artery. During the procedure a perforation occurred due to an unspecified device. A graftmaster 3.5 x 19 mm covered stent was advanced for treatment to cover the perforation; however, the graftmaster could not cross a previously implanted stent. A balloon dilatation catheter was then advanced and inflated to seal the perforation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report the device failed to cross due to the difficult anatomy. The use of the device did not cause or contribute to any adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the anatomy was challenging and the previously deployed stent appears to not have been fully expanded even after post-dilatation attempts. This may have contributed to the no-cross issue of the graftmaster. The images provided do not angiographically display the inability of the 3.5x19 mm graftmaster to cross the previously deployed stent, per the incident report. The images do confirm that there was a perforation and that it was successfully treated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.